Event description:
International affiliate reports that after a viper screw had been inserted, the nurse noticed the polyaxial screw's tip had broken off from the instrument and was missing. The broken tip was found to be lodged within the inserted screw and could not be retrieved. The broken tip remains in the implanted screw, is covered by a rod and set screw, and cannot migrate from its location. There was no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. No definitive conclusions can be made as to the cause of tip breakage. However, a CAPA was implemented which addressed tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.